Manufacturer narrative:
Insulin pump was received in with a scratched display window, cracked battery tube threads, broken reservoir tube lip and missing o-rings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump is damaged at the reservoir compartment, and the rubber seal has fallen out as well the compartment has cracked. No further information was provided.